Event description:
The event is reported as: complaint alleges the cuff will not deflate. Alleged failure occurred during pre-test prior to use. No pt injury reported.

Manufacturer narrative:
Device sample has not been returned in time for this report.